Event description:
It was reported the insulin pump had a blank display. Customer removed battery for ten minutes. The device was not bumped, dropped, or exposed to moisture. Customer uses recommended battery. Battery cap, battery compartment, or spring were not damaged or corroded. Cleaned compartment and anomaly persisted. Customer all ready attempted a different battery cap. Customer's blood glucose was 357 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump has cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window and cracked battery tube threads.